Event description:
The patient stated the alarm is going off and the right ventricular lead is defective. The patient also stated the doctor thinks the lead is fracturing and understood that the impedance was below "1000", was programmed to "1500" and the went to "1700" ohms. Followup information indicated the lead impedance was slowly increasing. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient stated the alarm is going off and the right ventricular lead is defective. The patient also stated the doctor thinks the lead is fracturing and understood that the impedance was below "1000", was programmed to "1500" and the went to "1700" ohms. Followup information indicated the lead impedance was slowly increasing. The lead remains in use. No patient complications have been reported as a result of this event.